Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The received device is a 275cc implant. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor received additional information regarding the replacement devices. The patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, right serial #: (B)(6). Left serial #: (B)(6).the relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the product, shell wear was observed on the anterior aspect. Additionally, a tear measuring approximately 2.9 cm was observed on the anterior view. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 275cc mentor memorygel breast implant (right) and an unspecified mentor gel implant and experienced postoperative bilateral rupture. The ruptures were visualized via MRI performed on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This report is for the left prosthesis.